Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. A fall could be related to this issue. The return of symptoms started in (B)(6) 2016 and the fall occurred in (B)(6) 2016. The patient had a bladder surgery and wanted to know if she needed to have "it recalibrated." She was having constipation issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.